Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete testing) has been confirmed. Upon investigation the monitor failed incoming functionality testing and displayed service code 203. The cause for the failure was isolated to oxidation on the pins of the j1000 connector on the c/a board. The oxidation build-up on the connector pins increased the resistance, causing the failure. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.